Event description:
Biased high troponin I results were obtained on the dimension vista (r) on patient's samples relative to an alternate instrument, alternate methodology. The results were reported to the physician who questioned the results. There is no report that patient treatment was altered or prescribed as a result of the discrepant (elevated relative to the alternate instrument) elevated troponin I results. There was no report of adverse health consequences as a result of the discrepant (elevated relative to the alternate instrument) elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant (elevated relative to alternate instrument methodology) troponin I results is unknown. There is no established correlation between the dimension vista(r) and the hand-held point of care I-stat(r) instrument. It is believed that the account was reporting both results to the physician. The instrument is performing within specifications. No further evaluation of the device is required